Event description:
New information received notes that the impedance was due to right ventricular lead, not the implantable cardioverter defibrillator.

Manufacturer narrative:
Upon review of the new information received, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction of the lead and it did not cause a serious event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed a high voltage low impendence alert on the implantable cardioverter defibrillator. No changes or intervention was performed; the patient would continue to be monitored. There were no patient consequences.